Manufacturer narrative:
The lot number for the device is unknown; therefore, a review of the device history records could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter using a recovery cone, one of the filter arms detached from the filter. A snare was used to successfully retrieve the detached arm. No report of injury to the patient.